Event description:
It was reported that the programmer would recognize devices intermittently. The wand was replaced, but the issue remained. It was also reported that the cord drawer cover fell off. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer interrogated without issue when using a known good rf (radio frequency) head. Analysis also found the power cord bay door is missing. Disturbed solder joints found on the rf and ECG (electrocardiogram) connector on lem (link electronics module) printed circuit board assembly. (B)(4).